Event description:
It was reported that the customer was hospitalized and diagnosed with ketoacidosis. Plaintiffs claimed defect of the quick-set plus. In addition, it was alleged that the death was device related. The cause of the death is unknown.